Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Healthcare professional reported the device explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture was received on august 08, 2022 with lot number 2258538. Visual analysis of the returned device identified one extended opening and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identified one opening crease sharp, stress marks and wear abrasion. Based on the device analysis the final assessment is: one opening crease sharp in the side posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.